Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it failed due to moisture damage at the usb connector. The receiver failed to charge and reboot due to the receiver failing to turn on. Receiver log download and functional testing could not be performed due to the receiver not turning on. The receiver case was opened and the internal visual inspection failed due to moisture damage. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.